Manufacturer narrative:
Findings: however, pump unable to vibrate during the self-test. Unable to deter main root cause due to pump pending dva testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 599 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. Customer was treated and kept overnight and released the next day. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had damage and vibrator anomaly. Customer's blood glucose at time of incident was unknown. After the troubleshooting was done the customer was advised that pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was unable to vibrate during self-test due to vibrator connector not plugged in properly in properly. The insulin pump passed the displacement accuracy test.